Event description:
It was reported that after the set had been primed, placed on a pump, and pump was started, nurse noticed blood being pulled back up the set from the patient. Nurse stopped the infusion and examined set and found the set's proximal and distal tubings were reversed. There was no resultant patient complication.